Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user reported receiving glucose suspend alerts on (B)(6) 2025. An RMA was authorized for the return of the sensor. In-house testing of the returned sensor showed no issues with its chemical performance. However, review of the dms data indicated optical instability. The glucose suspend alert was triggered per design when the signals fell below the defined threshold. Visual inspection of the sensor revealed delamination of internal electronic components and corrosion of the filter, which contributed to the observed signal instability and subsequent triggering of the glucose suspend alerts. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 08 jan 2026. G3.date received by the manufacturer? 08 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.